Event description:
It was reported that three devices failed during a procedure. No other details were provided. No patient consequence reported.

Manufacturer narrative:
(B)(4). Malformed clip, jaws unable to open after assisted, orange indicator. The analysis results of the el5ml device (a) found that it was received with jaws in the closed position. The trigger was manually assisted in order to open the jaws without any difficulties noted; one pear shaped clip was released. In an attempt to replicate the reported incident, the device was tested for functionality. It fired the remaining clips conforming according to our manufacturing specifications. It should be noted that an investigation has been initiated to address the potential root cause of the opening issues. The device locked out as intended but the orange indicator was visible at 11th firing thus, it over traveled. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis results found that the el5ml device (b) was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device b additional information: (B)(4). The analysis results found that one el5ml device (c) was received in good visual condition. The device was cycled, fed and formed the remaining clips within manufacturing specifications. The device locked out as intended, but the orange indicator was visible at 12th firing sequence thus, it over traveled. This finding is not related with the incident reported. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device c additional information: (B)(4). Orange indicator over traveled. (B)(4).